Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01821. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. It was reported that she continues to experience pain, erosion of her internal bodily tissue and has undergone additional attempts to remove the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to pelvic pain. No additional information has been provided.